Manufacturer narrative:
Additional information related to hospitalization details has been received which has been provided with this report. (B)(4).

Event description:
The customer was admitted to hospital on (B)(6) 2020 9.00 pm due to diabetic ketoacidosis and high blood glucose level over 700 mg/dl and released on (B)(6) 2020. The customer also had alzheimer's. The customer was treated with intravenous insulin drip with additional fluids. The customer was not using insulin pump any longer and now on manual injections. Customer was going to put a new battery in the insulin pump and forgot to put a battery in which led up to the event. The customer would not have been using auto mode at the time as insulin pump had no power. Customer declined troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis on unknown date. Customer had high blood glucose level. Customer¿s high blood glucose level was 509 mg/dl. Customer was unable to upload the care link. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.